Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. All operating current were within specification, no alarms noted. Self-test was performed and the device passed. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error then a weak battery. Customer's blood glucose was unknown. Customer had the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Troubleshooting for battery issues were not completed due to button error alarm. Customer agreed to return the device for analysis.